Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the distal left anterior descending artery. A non bsc guide wire was advanced to the lesion. The maverick2 monorail ptca catheter was then loaded onto the wire. While advancing the maverick, it became stuck at the monorail transition. The devices were removed together as a system. The wire was replaced and the procedure was completed with another of the same device. There were no pt complications reported and the pt's condition is reported as "fine".

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).